Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2026. During the procedure, it was discovered that the right atrial lead dislodged. The ra lead was also explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead exhibited oversensing noise. It was noted that the oversensing at times would be larger in amplitude than the r waves. No intervention was performed. The physician elected to continue to monitor. There were no patient consequences.